Manufacturer narrative:
(B)(4). Part of device remained in the patient; device not considered explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Manufacturing date: 07may2008. Expiry date: 01april2018. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported four (4) screws were used to perform brow lift in a patient. Two were removed easily, one was removed with difficulty, one head of a screw sheared off during removal and approximately one centimeter was left embedded in patient's skull. It was noted there was minimal risk of ongoing harm, but some distress to patient and healthcare professional about the screw embedded in skull. The decision was made with patient not to remove as the wound healed, barely palpable and difficult to remove; it was deemed unacceptable level of risk to re-operating to remove. This is report 1 of 1 for (B)(4).